Event description:
Customer's husband reported hospitalization due to low blood glucose. The blood glucose reading was 42 mg/dl. Customer was convulsive and unresponsive. The paramedics were called. The paramedics treated with glucose liquid. Customer was transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.